Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes were collapsed or deformed. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. Additionally, 30 retained samples were subjected to a visual inspection for collapsed tubes, and none of the retained samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: collapse. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes were collapsed or deformed. There was no health impact or consequences reported.